Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and suture was used. The suture broke and the loop was not able to be closed. A like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually evaluated. The sample shows the cracked end of the cannula with approximately 2 cm of thread attached. The end of the thread is broken. The cause for the breakage could not be verified because the remaining thread is to short to perform a test for tensile strength on it. The associated part of the thread, with the loop is not present. The cause for the breakage could not be verified. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.